Event description:
During the premature ventricular contraction procedure, while performing the groin puncture it was discovered that the sheath was damaged, it looked as if the dilator had slit it open from the inside. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 7f fast-cath introducer sheath and dilator were received for evaluation. The sheath shaft was noted to be stretched, creating a ridge like pattern. No shaft fracture was noted along the damaged sheath pattern. No anomalies were noted when the returned dilator was advanced through the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed sheath damage due to reported dilator insertion/removal difficulty remains unknown.